Manufacturer narrative:
Following the information gathered the left-hand safety side weld cracked. There was no indication of any patient involvement. No injury neither patient nor caregiver was claimed. The arjo service engineer during the onsite visit found that the left-hand safety side weld had cracked. The facility claimed that a tug hit the bed. A video documentation made during onsite visit confirmed that the claimed bed was standing in the lift bay corridor, where the tugs were constantly passing. The metal pipes safety side is the equipment built up from metal pipes; safety side release plunger, plunger spring and safety side knob. The weld connects the metal pipes and safety side release plunger. The mechanical force (being hit by a tug) was applied to the safety side in point: connecting metal pipe and a plunger caused the weld to bend and cracked. The instruction for use indicates how to handle the bed safely: ¿handle with care. Do not drop. Avoid shock or violent impact.¿ based on circumstances in which the malfunction occurred it was decided that the complaint is not reportable and it will not be reportable to competent authorities in the future. The weld cracked because the arjo bed was hit by another equipment, it was not a result of the bed malfunction itself. Arjo device did not fail to meet its performance specification because the arjo device did not cause the event. In fact the other device hit the arjo bed and in consequence the weld cracked. Arjo device was not used for patient treatment when the event occurred. The complaint was decided to be not reportable. Based on all evidence it is considered that kind of condition is not safety related and it will be not reportable to the authorities in future. No injury was reported.

Event description:
Following the information gathered it was reported that the side rail detached due to the snapped weld. There was no indication regarding patient involvement. No injury was reported.

Manufacturer narrative:
The investigation is on-going. The conclusion will be available in the final report. The date of event was estimated based on the awareness date.